Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that the ra lead was dislodged and this was confirmed through interrogation of the device and loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over-rotation of the inner coil during the extension or retraction of the fixation helix. Further analysis of the lead showed cuts in the insulation and deformations of the outer conductor coil which occurred most likely during the explantation procedure. Blood penetrated the lead in these areas. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.